Event description:
It was reported that the system would not make a fluoroscopic exposure. This can cause the system to become unstable due to the inability to view the live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.